Manufacturer narrative:
Other, other text: additional information received by smiths medical via email no patient involvement.

Manufacturer narrative:
One medfusion 4000 pump was returned for analysis the pump had some external chips and cracks. The pump was tested via the power up process. The reported problem was duplicated during the power up process. The interconnect board had an electrical short caused by a burnt capacitor. The interconnect printed circuit board was replaced. Functional testing along with the power up process were performed, and the device passed.

Event description:
Information was received indicating that the medfusion 4000 pump was not turning on and had a burning smell. There were no adverse events reported.